Event description:
Same event as manufacturer's report #:6000118-2007-00010. It was reported that during a pci/rotational atherectomy procedure, there was a vessel perforation and a separated guidewire tip. The 100% stenosed lesion was located in the mid right coronary artery (rca). Following engagement of the guide catheter, two guidewires were attempted to be used, but did not cross the lesion. A third guidewire then crossed the lesion. Predilation was performed with a 1.5 x 15mm maverick2 monorail balloon. An attempt was made to size up to another balloon at 2.5 x 15mm, but that balloon would not cross the lesion. So the guidewire was exchanged for the rotawire floppy, and the lesion was treated with rotational atherectomy 8 times within a range of 163, 000 to 210,000 rpms. Then, "a leak of contrast from the vessel" was noted, so a maverick2 balloon was inflated and deflated repeatedly for about one hour until the bleeding stopped. Following deflation and removal of the balloon and rotawire, the tip of the wire was noted to be separated. The procedure was considered completed with the wire remaining in the patient's body, as blood pressure and electrocardiogram were stable. Patient status was reported as 'stable.'